Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The 90% stenosed target lesion was located in the mildly tortuous cephalic vein. A 10x20x75 wallstent¿ rp endoprosthesis was successfully deployed however; it was noted that the stent had foreshortened. A 8x38 wallstent¿ rp endoprosthesis was deployed to fully cover the lesion. No further patient complications were reported and the patient's status was good.